Event description:
Complainant alleged that while attempting to monitor a pt, the device shut off. Complainant indicated that the clinician was able to obtain another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.